Manufacturer narrative:
Additional information provided: phone numbers (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Healthcare professional reported right side "pain, inflammation, capsular contracture grade IV", and "both breasts have simple cysts smaller than 5 mm each." Device remains implanted.

Event description:
Healthcare professional reported the device has been explanted.